Manufacturer narrative:
Title: radiofrequency ablation using a 10-mm target margin for small hepatocellular carcinoma in patients with liver cirrhosis: a prospective randomized trial source j surg oncol., volume 115, 2017(971¿979) article number: 8 date of publication: 17 feb 2017 . If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature study performed between october 2010 and june 2012, on a study to compare 3-year clinical outcomes of radiofrequency ablation (rfa) targeting 5- or 10-mm margins for small hepatocellular carcinomas (hccs) in cirrhotic patients. Out of 96 patients 1 had intraperitoneal hemorrhage.